Manufacturer narrative:
In regard to this complaint, a disposable 25 gauge high speed tdc cutter was received for investigation in its original peel pouch. Visual inspection of the returned product confirmed the presence of foreign material in the packaging. Further examination, showed that the material was in fact an artifact in the plastic of the bag that held the cutter. No further anomalies were observed. Despite control measures in place, the artifact was not detected before the product was released for distribution. A database search showed that no similar complaints have been reported on this specific issue previously. Based on the investigation performed, it is determined that the reported event is attributable to an human error during quality control. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.the analysis includes all complaints with failure mode vi-pack-foreignmat-inclusion related to vitrectomes.

Event description:
We have been informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.